Event description:
Light goes dimmer, flicker. No injury or delay reported associated with this individual device.

Manufacturer narrative:
Evaluation results: customer complaint confirmed. This was caused by outgassing of adhesive that is used on an internal component. This outgassing caused surface contamination build up on the optical taper and results in low light output.